Event description:
On (B)(6) 2013, it was reported that the patient went six months without any seizure, but in the week of (B)(6), the patient experienced three quick succession seizures. During the consultation on (B)(6) 2013, interrogation of the vns device found high impedance with dcdc = 7. Per the physician, the seizure recurrence could possibly be explained by the device malfunction, because since implantation, the patient has had high improvement. The physician suggested to the patient to adjust his zebinix dosage. A radiography check and revision surgery has been planned. No trauma or manipulation was reported. Been planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.